Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of hypertension. There is no objective evidence that reasonable suggests a liberty select cycler malfunction or product deficiency was associated with the patient¿s adverse event. Hypertension is not uncommon in dialysis patients and can be a result of multiple co-founding factors. Due to lack of information, it cannot be determined what may have caused the patients¿ hypertension. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hypertension remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized for high blood pressure. During follow-up, the pd nurse reported the cause of the patient¿s high blood pressure was unknown. The nurse stated the patient was discharged from the hospital (date unknown) and has recovered. Further details surrounding the patient¿s hospitalization are unknown as the hospital discharge summary is not available. The patient continues pd therapy without further reported issues.